Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unk knee tibial, MDR: 0001825034-2021-02982. Unk knee articular surface, MDR: 0001825034-2021-02983.

Event description:
It was reported through pmi that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reason. Attempts to gather more information are still ongoing